Event description:
A patient with an obstructing colorectal mass with associated secondary small-bowel obstruction underwent a low anterior resection of the rectosigmoid with re-anastomosis. The following notes are from the operative report: " a completely obstructing distal tumor was identified. The proximal rectum was probed, mobilized, dissecting circumferentially to the peritoneal reflection, elevating it off the sacrum, and firing a contour stapler across the proximal rectum defining our distal margin. The mid sigmoid was the location of our proximal margin transected with the echelon stapler. Two vascular pedicles were cross clamped, divided, tied off with 2-0 silk ties and 2-0 silk suture ligatures for double ligation followed by completion with the echelon stapler. The operative site was copiously irrigated. The corner of the proximal staple line was cut and a pool sucker inserted evacuating the colon and small bowel. This included irrigating the colon until clear. A pursestring device was placed across the proximal colonic margin. The staple line excised and it accepted a size 31 stapler anvil. A dilated irrigated rectum received the handled stapler, spike protruded through the distal staple line, engaged with our anvil retractor then fired. There were 2 excellent complete donuts. The bowel did not leak air or water express through it. The contents of the bowel were milked from the ligament of treitz, through the terminal ileum, through the cecum and colon through our new anastomosis without difficulty. The operative site was copiously irrigated with multiple liters of warm saline and warm sterile water. A jp drain was placed in the pelvis to evacuate irrigation fluid as there was spillage during the case making this a dirty case under poor prep due to the obstruction. Operative site was copiously irrigated again. There were no visceral injuries. There was no bleeding. There was a cirrhotic liver noted. Ng tube was palpated in the proper position in the stomach. The fascia closed with running double-stranded #1 pds suture. The overlying tissue _____ packed with gauze." The patient then required emergent return to surgery from pacu. The following notes are from the anesthesiologist: "I was asked to see pt in pacu. They were having trouble recording his bp. The aline read systolic of 45. Bp cuff on his leg was much higher. Pt's abdomen was very distended and hard. Previous attempts to start cvp were unsuccessful (left subclavian). Abdominal ultrasound showed lots of fluid around the liver and spleen. I felt he was bleeding heavily and was in hemorrhagic shock. I asked for more blood products, started a high volume cvp and shortly after the surgeon arrived and quickly determined a need for re exploration. He was taken back to operating room asap." Following are notes from the return to surgery operative notes: findings: at laparotomy, the patient was found to have two sites of his mesenteric echelon load staple line bleeding through. These were managed with focal interrupted figure-of-eight 2-0 silk sutures followed by complete running locking 0 vicryl of this segment of staple line involved with the mesenteric vascular staple load. The 2 pedicles managed at the initial surgery via 2-0 silk suture ligatures and double ligation had no compromise to them. Description of procedure: the patient was taken to the operating room, having postoperative hypotension. The patient was placed on the operating table in supine position. After adequate analgesia and anesthesia was applied, site was prepped with betadine, sterile towels and drapes were applied. His open prior wound had the fascial stitches removed and the abdominal cavity explored. Four-quadrant packing took place to provide hemostasis followed by removal of the packs, identifying the site of bleeding in the lower mesenteric aspect of his colorectal resection as noted above bleeding through the gray load "mesenteric vascular staple line." These were grasped, ligated with interrupted figure-of-eight 2-0 silk sutures respectively followed by a running locking 2-0 vicryl of the entire staple line site. The operative site was copiously irrigated with multiple liters of warm saline. Prior to this, any old blood was evacuated with the cell saver. The small bowel was again run from the ligament of treitz to the terminal ileum and its contents _____. The right colon and transverse colon were also compressed to provide for evacuation of any gas and contents. There was no sign of ischemic change on the bowel or the anastomotic site at this time. Both arista hemostatic agent and fibrillar surgical hemostat were applied to the surgical sites to provide empiric further hemostatic management. The spleen was inspected, was not bleeding. The cirrhotic liver was also inspected without bleeding. Further time for inspection of the bowel took place, confirming no sign of hemorrhage or visceral injury. An intra-abdominal wound vac was applied with good seal for management with plan for second look laparotomy to rule out ischemic change as well as inspect for any occult bleeding access. The patient remains in guarded condition. He will be left intubated. Planned second look laparotomy in 48 hours." Please note that during the return surgery there was a possible concern regarding the staple closure when viewing the blood leaking around the staples. Unfortunately, the box for the stapler had been discarded, and the lot# is unknown. We were able to find and sequester 2 staplers, unsure which one was used for this surgery. We plan on sending both staplers back to the vendor for analysis.